Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) displayed an alert message "unable to charge batteries". The end user noted that one battery was partly consumed and the iabp unit was running on a/c power, but the icon for charging in the iabp was not blinking. It was later reported that the plug was not coming out of the iabp unit and the iabp unit was not able to be plugged in. The end user tried reseating the iabp unit into the hospital cart but the issue was not resolved. The iabp unit was exchanged for another iabp unit and taken to the customer's biomed. There was no harm or injury to the patient and no adverse event was reported.

Manufacturer narrative:
The customer has not requested getting to evaluate the iabp in connection with this event. However, the customer's biomedical engineer was able to assess the iabp unit and noted that the cord was extended out of the iabp unit and was working correctly. The biomed plugged in the iabp unit and observed both batteries were charging fully. The biomed tested the iabp unit for proper operation and returned the iabp unit to service. The full name of the initial reporterin was shortened due to field character limit; the full name is kenneth shanahan. Not returned to manufacturer

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) displayed an alert message "unable to charge batteries". The end user noted that one battery was partly consumed and the iabp unit was running on a/c power, but the icon for charging in the iabp was not blinking. It was later reported that the plug was not coming out of the iabp unit and the iabp unit was not able to be plugged in. The end user tried reseating the iabp unit into the hospital cart but the issue was not resolved. The iabp unit was exchanged for another iabp unit and taken to the customer's biomed. There was no harm or injury to the patient and no adverse event was reported